Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company representative. "[Name removed] called and said that the alarm for the fan is not working when he stops the fan to check it. Explained to him it could be the wiring going to the fan alarm, etc. He is going to check at the wiring and call back with his findings."

Manufacturer narrative:
(B)(4) (third party service company) did not submit a user facility/importer report to the MFR. (B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab representative evaluated the unit, verified the complaint and determined that the root cause of the reported event was a faulty alarm piezo. The failure of this alarm piezo does not affect any of the unit's high priority alarms as this failed piezo is only for exhaust fan and not high priority alarms. A review of the carefusion complaint system for the past (B)(4) resulted in zero like failures, thus at present carefusion considers this to be an isolated incident. A follow-up medwatch report will be submitted once the carefusion service department runs the unit through a complete checkout and ensures it meets all factory specs.